Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery would deplete quickly. Additionally, the pump touchscreen was unresponsive and delayed. No reported adverse impact to the customer¿s blood glucose. The customer declined to provide further information and declined a follow up call from tandem technical support.